Event description:
Related manufacturer report number: 2017865-2024-36940. It was reported, the right atrial (ra) and right ventricular (rv) leads were fractured. The ra and rv leads were explanted and replaced to resolve the event. There were no patient consequences. Further information has been requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
D6a: implant date is estimated to have occurred in 2018.